Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report is being filed because there are indications that the event occurred while the device was in use by a pediatric patient (under 18) and per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump was over infusing and did not stop when the food ran out, that it was pumping air. Mmd did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. [Complaint (B)(4).